Event description:
It was reported that during a da vinci-assisted prostatectomy - radical w/o lymphadenectomy surgical procedure, the synchroseal instrument was not cutting. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the synchroseal instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument passed the recognition and engagement tests when placed on an in-house system. It moved intuitively with full range of motion in all directions with grips opening and closing properly. There were no failures reported in the log during testing. The instrument sealed and cut successfully. Additional findings: the instrument was found to have a completely missing jaw cover. The missing jaw cover measured roughly 0.590" x 0.249". There were no signs of thermal damage at the end of the jaws. The probable root cause of a missing jaw cover is attributed to damage from mishandling or misuse, which may include improper handling of the instrument during use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
On 16-jan-2026, initial findings related to the customer complaint replication were confirmed by failure analysis engineering (fae). During advanced failure analysis, the instrument was tested on porcine tissue by the clinical development engineering team, and no issues were found with the cut function. The instrument transected the tissue normally. Per the clinical development engineering (cde) analysis summary, "in each seal cycle, transection was performed to the cut boundary labeled on the instrument jaws. Consistently, a small portion of tissue at the very distal end of the seal remained intact following a seal cycle, though this was beyond the cut boundary. This behavior is expected with many vessel sealing devices. At no point during the procedures performed, the instrument¿s cut performance impacted the ability to perform safe and effective surgical tasks".